Event description:
A user facility reported a saline bag back filled at the start of treatment. Treatment was stopped and patient was moved to a new machine. The patient's blood was not rinsed back resulting in an estimated blood loss of 100cc's. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on a new machine. An on-site field investigation was conducted. The manufacturer's technician replaced the pressure regulator and machine was returned to service.

Manufacturer narrative:
There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation.